Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the investigation. Clinical review of all information currently available concluded the following: there was no information supporting a possible association between the liberty cycler and the event of catheter exit site infection, peritonitis or the reported hypervolemia and the subsequent hospitalization. Additionally, there was no allegation against any fresenius products in relationship to any of the reported adverse events. However, in light of the pdrn report of the patient presenting to the clinic with no cap on the pd catheter; there is a strong probable relationship with breaks in aseptic technique post pd treatments and the resulting episode of exit site infection and peritonitis exists. The fluid overload was most likely due to the patient's inability to drain and absorbing the 4l of solution infused at the clinic on (B)(6) 2017.

Event description:
A peritoneal dialysis (pd) patient's pd nurse (pdrn) reported that the patient was filling and draining slowly. Additional information received from the pdrn confirmed that on (B)(6) 2017 the patient had presented to the pd clinic with no staysafe cap on his pd catheter and had a catheter exit site infection. The patient¿s effluent was positive for infection with gram positive organism. He was diagnosed with peritonitis. During that clinic visit the patient was infused with 2l of antibiotic solution for treatment; however, the patient was not able to drain this solution. The next day ((B)(6) 2017) the patient returned to the pd clinic for treatment and was infused with another 2l of antibiotic solution but, again the patient was unable to drain. According to the pdrn the patient had absorbed a total of 4l of solution and as a result the patient experienced hypervolemia (blood pressure (bp) 166/108, swollen ankles). The plan for this patient was admission to the hospital for placement of a hemodialysis catheter; for hemodialysis therapy for the next four weeks while the patient heals. The nurse reported the source of the peritonitis was related to the patient¿s breach in aseptic technique. The nurse stated that the patient may require re-training.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Visual examination found no issues. The simulated treatment was performed and completed without any failures or problems. The weighed and programmed displayed fill values were within tolerance. Physical tests passed. Internal inspection found no issues. The cycler performed as designed and the complaint cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.